Event description:
The device was used to deliver defibrillator energy to the patient an unreported number of times. Sometime in transport an attempt was made to pace the patient, who was then asystolic. Reportedly, the device prompted a pacing leads off condition, and current could not be adjusted above 0 ma. The patient was not resuscitated. The reporter indicated that patient outcome was not the result of the reported discrepancy, based upon a lack of patient viability.